Event description:
A customer's parent reported via phone call indicating that the customer's insulin pump alarmed button error. The patient's blood glucose level was unknown at the time of the call. The parent complained of a broken belt clip. The customer was sent a new belt clip, but troubleshooting was not performed on the button error alarm. The product was not returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.